Manufacturer narrative:
(B)(4). Device evaluated by MFR: the pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. There was blood outside and inside the device and the waste bag was cut-off and not returned, when received. Inspection of the device revealed that there were numerous kinks throughout the shaft of the device. There was a severe kink 24cm proximal of the tip. The shaft was microscopically examined and it was revealed that the hypotube was fractured at this location. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Functional testing was performed by placing the device in the angiojet console. Functional testing was started but the ¿connect saline supply¿ error was displayed on the console and the device would not prime. There were no leaks from the device. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. Bsc ID (B)(4) / tw (B)(4).

Event description:
It was reported that a leak on the catheter occurred. An angiojet® solent¿ omni catheter was selected for use in a venous thromboembolism (vte) thrombectomy procedure in the lower limbs. The device was ran during power pulse mode for two seconds when the system displayed an error message. The physician attempted to reset the system and adjust the saline bag, but the error persisted. It was noted that the device was kinked so the physician removed the device from the system and a leak was reported to be observed.. The procedure was then completed with another angiojet catheter. There were no patient complications reported and the patient's status post-procedure was stable.